Manufacturer narrative:
Baxter is in the process of inspecting the progressa bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that progressa frame CPR function was not able to be activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found that the CPR latch was moving slow due to a damaged CPR motor. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the pedals, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Examine the condition of the two CPR release pedals, CPR cable, and CPR mechanism on the head motor. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A report of an issue with CPR feature that does not affect CPR function is unlikely to cause or contribute to death or serious injury. The end user is still able to access the CPR function and CPR function is able to be activated. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Baxter technician replaced the CPR motor to resolve the reported event.

Event description:
Baxter received a report stating that progressa frame CPR function was not working as design. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.